Event description:
It was reported that the user experienced elevated blood glucose throughout the day while using the ilet with dexcom g7 and later performed a full supply and site change to an area away from scar tissue, with glucose returning to range about an hour afterward; the user had recently visited an emergency department for a urinary tract infection and was taking keflex, which led to adverse gastrointestinal effects, and oxycodone for pain, and the device problem and component were not specified. Symptoms included hyperglycemia, nausea, fatigue, sleepiness/drowsiness, and lethargy. Outcomes included serious illness/impairment and medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information for a device problem or component assessment. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.